Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific and reported as a medical device report when the event occurred. It was reported via social media a cerebral vascular accident (cva), transient ischemic attack (tia), and peri device leak occurred. A left atrial appendage (laa) closure procedure was performed using a watchman flx laa closure device with delivery system (wds). After approximately two years post index procedure, the patient experienced a cva and two tias. A peri device leak was identified, and the patient was instructed to resume anticoagulant medication.

Manufacturer narrative:
Date of event - aware date of (B)(6) 2023 used as event date is unknown.